Event description:
A malfunction alarm with code malf 12 was reported, displaying fault ID 0x2071. There was no adverse impact to the customer's blood glucose level. The customer had not reset the pump within the last 24 hours, so technical support provided information to reset the pump and assisted in doing so. After the reset, the malfunction did not recur, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The event date listed on b3 is reflective of the time zone of the country of the event.